Event description:
Staff pulled out two packages of this product to use for administering blood to a pt. When they pulled the first set out of the package, they noticed one of the top y connectors to the fluid came out of its housing by the drip chamber. They pulled the second set out of its package and the situation repeated itself.